Manufacturer narrative:
The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late and device rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth". Healthcare professional reported "capsular contracture baker grade IV, substantial fluid, rupture via MRI.". This record is for the left side. Device was explanted and replaced.